Event description:
Baxter (B) (4) reported leakage from silicone tubing on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Evaluation results: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause for the cut/slice/hole was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.